Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display and the insulin pump did not accept batteries after receiving a replace battery now alert. The display initially remained blank and the insulin pump did not turn on. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, which included cleaning the battery cap contacts, restarting the pump, clearing multiple alarms (pump error 23, power loss, and active insulin cleared), updating the pump¿s time and date, completing the reservoir and tubing process, and re-establishing wireless connections. The display returned, and the pump was restored to functionality. The customer was advised on proper battery usage, to monitor the product, monitor blood glucose levels, and call back as needed. Troubleshooting was declined by the customer for the issue of battery rejection by the insulin pump. No harm requiring medical intervention was reported. No product return was required for mmt-1884.